Manufacturer narrative:
(B)(4)

Event description:
Procedure type: colectomy. According to the reporter: the rubber valve from the port became dislodged when the obturator was inserted. As the port was inserted into the patient, the rubber valve fell into the patient. Surgeon retrieved the rubber valve without difficulty and replaced the port with a new port. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.